Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant associated with a patient death believed to be related to perforation and cardiac tamponade. Several attempts to implant this passive-fixation lead resulted in poor pacing threshold measurements and intermittent capture. The lead was withdrawn, and the attempted implant of a second rv lead (an active-fixation model) in the same location also produced unsatisfactory measurements. The second lead was then repositioned in the rv apex with good resulting measurements. As the physician began to place an atrial lead, the patient complained of chest pains and difficulty breathing. Pacing of 80 beats per minute (bpm) was begun in response to a drop in blood pressure and an intrinsic rate of 40 bpm. The patient then experienced ventricular fibrillation (vf) and was successfully externally defibrillated. Two additional cycles of vf/external defibrillation occurred. An echocardiogram identified cardiac tamponade and a code was called. Rescue attempts were ultimately unsuccessful. Analysis of the associated active-fixation lead found induced damage, including an extended and stretched helix.

Manufacturer narrative:
Our analysis and testing could not confirm the clinical observations. Upon return to our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Visual inspection noted no anomalies. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.